Manufacturer narrative:
The device was received for evaluation as a companion sample. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional pull to failure testing the tubing detached. Upon closer inspection, the solvent present met the requirement insertion established by the specification. The reported condition was verified. The cause of the condition could not be determined .a nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, the tubing separated on a one-link non-dehp y-type microbore catheter extension set. There was no patient involvement. No additional information is available.